Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving compounded baclofen with concentration 4,0 mg/ml at a dose rate of 0,6503 mg day via an implantable pump. It was reported that the pump started to trigger an alarm indicating a critical alarm. After performing device telemetry, two alert messages appeared with service code 100 regarding possible underdosing, and service code 99 regarding loss of therapeutic effect.  A pump motor stall occurred and diagnosis of sub-dosage was indicated.  The pump motor stopped for more than 48 hours (666 hours and 23 minutes on the day of telemetry). The patient showed signs of withdrawal. The patient experienced altered mental status, pain, under-dose symptoms, abstinence from baclofen, and less than 50% relief.  Regarding environmental/external/patient factors that may have led or contributed to the issue, "rm" was indicated.   It was unknown if the event led to hospitalization.  The issue was not resolved as of 2023-feb-03.  The pump was to be replaced.  The patient's weight and medical history were unknown or would not be made available.

Event description:
Additional information was received form a foreign distributor via a company representative. The pump was replaced with a synchromed ii infusion pump model 8637-20 with the serial number (B)(6) on (B)(6) 2023. The ascenda catheter was not in a condition of use. It was further reported that if necessary they would send the pump for analysis.

Manufacturer narrative:
Continuation of d10: product ID: unknown ascenda catheter, lot# unknown, implanted: unknown, explanted: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: unknown ascenda catheter, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath. Lot#: unknown. Serial# implanted: explanted: (B)(6) 2023. Product type: catheter. H6 update: the previously applied device code: a26 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign distributor via a company representative. The problem was that the pump stopped working and stopped delivering the therapy to the patient. The patient sought the doctor immediately and when he notified of the problem, they had already requested to change the system on an emergency basis. The cause of the catheter not being a condition of use was not determined. As per a picture provided, the catheter was connected to the pump and appeared severely twisted / coiled. It was noted that the catheter issue had certainly impacted the patient. With the folding of practically the entire catheter, the patient was without therapy for a period and it was manually replaced by the physician. Both the pump and catheter (entire system) were replaced with new on (B)(6) 2023. The withdrawal symptoms/underdose, altered mental status, pain, and catheter issue had been resolved. The pump was not yet returned to the manufacturer as it was still held up by the distributor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The failure had been identified by the neurosurgeon. The cause of the motor failure was unknown. The pump was not yet replaced as of (B)(6) 2023.